Event description:
Philips received a complaint by the customer on the v60 indicating that the unit will not turn on. It was reported there was no patient involvement at the time the issue was discovered and no reports of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit will not turn on. The rse and customer verified together that the power supply was functional as well as being able to power on the unit while the alternating current (ac) and battery were connected. The customer then attempted to operate the unit with the battery and ac each by itself and confirmed the unit was operational with each part by itself. A field service engineer (fse) went onsite and confirmed that there was voltage going to the power management (pm) printed circuit board assembly (pcba) to the power supply, but the device would not turn on. The fse then reviewed the service manual and determined that the pm pcba required a replacement. The fse replaced the pm pcba to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.